Manufacturer narrative:
This follow-up report is being submitted to correct previous information. The following sections were updated/corrected updated: b4, b5, d3, d5, g1, g3, g6, h1, h2, h11 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. Review of the reported event by a health care professional found that it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ''wound concerns'' or ''non-healing wound'' would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial right total knee arthroplasty. Subsequently, post-operatively reported the incision was red and warm to touch about eight days post procedure. Issue was treated with an unknown medication. All products remain implanted.

Manufacturer narrative:
(B)(4). D10: 42502006002 femur cemented (cr) narrow right size 6 lot# 66494368. 42532006702 tibia cemented 5 deg stemmed rt size d lot# 66605025. 42522100410 articular surface (mc) right 10mm lot# 66687316. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.